Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Insulin pump received with cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube thread and missing display window, cover.

Event description:
Information received by medtronic indicated that the insulin pump had liquid in liquid crystal display and insulin pump not turning on. Customer stated they jumped in the pool and forgot to disconnect the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.